Event description:
This event occurred during the insertion of a left midsubclavian subclavian mediport. Likely due to the pt's size and previous port placement and scarring, some resistance was met in placement of the dilator but it was, however, accomplished. However, on initial attempt at manipulating the split sheath, the handle fell off and in the process of separating the split sheath it became apparent that a small nick was noted in the catheter tubing. The tubing was then removed and replaced. The subclavian site was once again re-guidewired, and on the second attempt on placing the dilator and split sheath, everything went smoothly and the catheter was implanted. (The equipment was sent back to bard to be evaluated. Facility is awaiting a letter form the co.